Event description:
We have had 3 issues with tubes causing pneumothorax upon insertion. All were in different locations, different staff. Tubes were inserted without resistance. Unfortunately, we do not know the lot, serial numbers, etc. Of the tubes and they were not kept. We have a meeting scheduled with the vendor the week of 10/17/16. Manufacturer response for weighted feeding tube, corlfo enteral feeding tube w/ stylet (per site reporter): meeting w. Vendor week of 10/17/2016.